Event description:
It was reported to our strategic sales employee, that the upper part of the screwdriver was not removable from the hand grip. Further, it was reported that there was a replacement product available.

Manufacturer narrative:
Eval summary: a hardness test according to rockwell, revealed the hardness of the material being within specified parameters. Review of device history record (DHR) - a review of the DHR for the teardrop handle (lot code k433880) revealed no discrepancies. Discrepancies in mfg or material were not found. Appearance of the damage on the head of the handle revealed non intended use but it could not be excluded that the interface does not match the requirements to transfer load which is necessary for intended use of the screwdriver. Investigation revealed that the reported event is primary user related (rough handling) contributed by the design of the device.